Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208786726, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the event was assessed to be related to the electrode. Plot 3 was not used for the programming and no actions were taken. The event was not resolved but no action was needed.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208786726, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported via a manufacturing representative that ¿plot 3¿ of the lead was ¿out of order.¿ it was noted that ¿plot 3¿ was not used in the programming. Event was ongoing. Medical history included idiopathic functional urinary incontinence since 2005.